Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed. The lot number for the device is known and therefore a review of the device history record will be performed. Device not returning for evaluation.

Event description:
It has been reported to us that the tip of the guide wire separated from the shaft, however, it was able to be successfully removed during the procedure. The pt expired. The physician inserted the guide wire into the pt for a pci procedure. At some point, during the procedure, the guide wire tip became unraveled in the artery and the distal portion traveled into the left circumflex. The physician inserted a balloon catheter and inflated the balloon to trap the distal tip of the guide wire and pulled it into the tip of the guide catheter for successful removal. The pt suffered ventricular fibrillation and CPR was applied for 55 mins; however the pt expired.